Event description:
Status post bilateral subglandular inframammary gels (unk size/type/MFR - no records) for augmentation. Since last visit pt complains of increasing left pain and firmness with left nipple area drawing higher. Also developed some mild systemic symptoms in last year, including fatigue 2 hrs after awakening, 2-3 good days/wk, "+ payback", "dms", spine stiffness and intractable heartburn 3/99.